Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer call and complained of discrepant results on coaguchek xs serial number (B)(4), against laboratory results using an unknown method. The customer¿s meter results were 1.8 inr and the laboratory results were 2.8 inr. No adverse event occurred. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.